Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for investigation; therefore, the customer¿s indicated failure mode of blood splatter due to a hole in the tubing with the incident lot was not observed. Additionally, retention samples were selected from in-house inventory and inspected for defects and no issues were observed. Leakage testing was conducted, and all retention samples met specifications, with no leakage identified. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. If samples are received in the future, this investigation shall be updated. Based on the investigation, a root cause could not be determined.

Manufacturer narrative:
UDI#: (B)(4).

Event description:
It was reported that a hole was found on the side of the bd vacutaine® safety-lok¿ blood collection set tubing causing a splatter when collecting blood. There was no report of exposure, injury or medical interventions.